Event description:
Patient in cath lab for complex/high risk coronary stenting procedure and impella used during the procedure to support patient. Patient had a 14fr 30cm cook sheath. When the procedure ended, a perclose 6fr device was deployed by the doctor for arterial closure, but the deployment was unsuccessful. As a result of this failure of the perclose to deploy, the doctor inflated a pta balloon in the left common femoral artery and inflated to maintain hemostasis. A vascular surgeon was consulted urgently and arrived promptly. The surgeon noted the proglides failed and wire access was lost in the patient's ipsilateral groin. The surgeon placed a 13 mm viabahn (covered peripheral stent) in the right common femoral artery resulting in cessation of the bleeding. The right groin site was monitored for 30 to 40 minutes post viabahn deployment with no further bleeding. During this time, the blood bank was notified of need for 2 units packed cells and 2 units of o negative blood released and infused in cath lab. (Patient had received angiomax during the procedure so platelet function was impacted and the patient was at higher bleeding risk.) Hemostasis was obtained before leaving the cath lab and patient was transported to the nursing unit. The perclose device and packaging was discarded.